Event description:
Got burnt from that; I felt the burns/blisters all over my back and some of them were popped already; painful blister [burns second degree]. Case narrative: this is a spontaneous report from a contactable consumer (patient). A 44-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number: x25941, expiration date jun2021, from on (B)(6) 2018 at midnight for 6 hours (later mentioned as 5 hours) just once for back sprain. There were no medical history and no concomitant medications. The skin tone was classified as fair, she had no sensitive skin and no abnormal skin conditions. The patient was not currently under the care of a physician for any medical condition. The patient used thermacare heatwraps for unknown indication before but nothing happened. The patient previously used other heat products reported as 'I c arch' for pain relief for couple of days. The patient bought the thermacare lower back & hip, and the color of the box consumer purchased was red box. This was her first time using it, just once. She was working for an overnight shift so it was on (B)(6) 2018 she put it on at midnight. The patient read the usage instructions on thermacare before she used the product. She was awake and wearing loose clothing when wearing thermacare. She did not engage in exercise while using the product like running cycling. She checked the skin under the product a couple of times while wearing thermacare. She had it on for 6 hours (later mentioned as 5 hours) and she felt something like wet and it started to hurt. It started to hurt like a pain in the back. It was sunday (on (B)(6) 2018) she stopped it and she took it off by 5 o'clock in the morning on 18nov2018 because she felt the burns and she had big 'vulchers' of blisters all over her back, she got burnt from that. She felt these big like blisters and some of them were popped already. The patient stated they popped but they hurt. They were painful so she would say they had worsened. The patient was not taking any medications (including over-the-counter) during the time the problem/symptom was experienced. The blisters were still there. The patient described the symptoms as painful, she still had them. Stinging, painful. She did not consult a healthcare professional for the problems/symptoms and she didn't call her healthcare. She had one package of the product left. There was no investigation assessment. The action taken in response to the events for thermacare heatwrap was permanently discontinued on (B)(6) 2018. There was no medical intervention and the patient did not receive any treatment for the events. The outcome of the event was not recovered. According to product quality complaint group: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "blisters" after removing the wrap. The cause of the "blisters" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (21dec2018): new information received from product quality complaints group included: investigation results. Company clinical evaluation comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "blisters" after removing the wrap. The cause of the "blisters" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] got burnt from that; I felt the burns/blisters all over my back and some of them were popped already; painful blister [burns second degree]. Case narrative:this is a spontaneous report from a contactable consumer (patient). A (B)(6) female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number x25941, expiration date jun2021, from (B)(6) 2018 at midnight for 6 hours (later mentioned as 5 hours) just once for back sprain. There were no medical history and no concomitant medications. The skin tone was classified as fair, she had no sensitive skin and no abnormal skin conditions. The patient was not currently under the care of a physician for any medical condition. The patient used thermacare heatwraps for unknown indication before but nothing happened. The patient previously used other heat products reported as 'I c arch' for pain relief for couple of days. The patient bought the thermacare lower back & hip, and the color of the box consumer purchased was red box. This was her first time using it, just once. She was working for an overnight shift so it was (B)(6) 2018 she put it on at midnight. The patient read the usage instructions on thermacare before she used the product. She was awake and wearing loose clothing when wearing thermacare. She did not engage in exercise while using the product like running, cycling. She checked the skin under the product a couple of times while wearing thermacare. She had it on for 6 hours (later mentioned as 5 hours) and she felt something like wet and it started to hurt. It started to hurt like a pain in the back. It was sunday (on (B)(6) 2018) she stopped it and she took it off by 5 o'clock in the morning on (B)(6) 2018 because she felt the burns and she had big 'vulchers' of blisters all over her back, she got burnt from that. She felt these big like blisters and some of them were popped already. The patient stated they popped but they hurt. They were painful so she would say they had worsened. The patient was not taking any medications (including over-the-counter) during the time the problem/symptom was experienced. The blisters were still there. The patient described the symptoms as painful, she still had them. Stinging, painful. She did not consult a healthcare professional for the problems/symptoms and she didn't call her healthcare. She had one package of the product left. There was no investigation assessment. The action taken in response to the events for thermacare heatwrap was permanently discontinued on (B)(6) 2018. There was no medical intervention and the patient did not receive any treatment for the events. The outcome of the event was not recovered. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.